Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a pt, the device charged energy and the medic pressed the shock button. At the time of the delivered shock, another medic was holding the pt's hand and felt the shock. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction; however, did indicate the medic felt the shock but it was not detrimental.